Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 122mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer wears the pump against their skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.